Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the worn-out socket slider switch of the output connector could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a worn-out socket slider switch that causes intermittent use of high intensity mode. Additional issues were identified during the device evaluation: the front panel mouth was cracked; a worn-out socket slider switch; corrosion inside scope socket tubing; and the olympus lamp life meter was reading at 200+ hours, causing light output to be measured out of range. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during a diagnostic procedure, when the scope was plugged into the evis exera iii xenon light source, the scope would work okay; however, once touched, it became very glitchy, and the customer was then unable to see anything on the screen. The customer believed the issue was due to a poor connection. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer.

Event description:
Additional information supplied by customer. The customer reported to olympus that during the middle of the diagnostic colonoscopy procedure, the evis exera iii xenon light source began to have problems. The scope would work okay; however, once touched, it became very glitchy, and the customer was then unable to see anything on the screen. There was no delay in the intended procedure being completed successfully with the same set of equipment. The customer was able to wiggle the device to get the image to appear, and it took an additional few seconds to proceed with the same device. The customer believed the issue was due to a poor connection. The subject device was checked prior to use, and no problems were found. There were no reports of patient harm associated with this event.